Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately nine months post implant there was an alert triggered on the implantable cardioverter defibrillator (ICD) for invalid data for egm1 (electrogram). No intervention was needed and the ICD remains in use. The patient is enrolled in the tachy predication download (tpd) study. No patient complications have been reported as a result of this event.